Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on the tip of the 8mm prograsp forceps instrument broke while being used by the surgeon. There was less than 15 minutes of delay. The procedure was completed with no reported injury.